Event description:
Caller reported potential false negative result on hcg urine pregnancy test. Patient's last menstrual period: (B)(6) 2009. Serum quantitative hcg result: 28miu. No health conditions or patient medications were provided.

Manufacturer narrative:
Investigation: lot number(s): hcg9020075. Expiration date(s): 01/2011. Control lot: 25miu/ml hcg urine control lot: hcg090617-01. 100miu/ml hcg urine control lot: hcg090521-01. 257.8iu/ml hcg urine control lot: hcg090526-02. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25 miu/ml hcg urine control at 3 minute read time. The 100 miu/ml and 257.8iu/ml hcg urine control yielded clearly positive results at 3 minute read time. It is stated in complaint information that the serum quant test on same day was 28 miu/ml. In that case, the urine hcg level may be lower than cut-off (25miu/ml), and lead to a negative result at 3 minutes. Verified the product number, product description, lot number and batch record. No abnormal results were found. No corrective action required at this time as no product deficiency was established.